Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump had moisture damage on motor. The pump had cracked display window corner and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and moisture damage from the insulin pump. The customer's blood glucose level was 147 mg/dl. The customer stated that the pump was splashed by water by a glass that fell over. The customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.